Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they had low blood glucose of 42 mg/dl, 35 mg/dl and 38 mg/dl. Troubleshooting was not done. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The blood glucose information provided with the initial report was incorrect with the initial report. The correct information has been provided with this report.

Event description:
It was reported via phone call that the customer's issues with blood glucose reading occurred prior to when the customer started using the insulin pump.